Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem was found in the returned device. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any manufacturing process or product defect. The omnipod user's guide instructs users on proper filling technique to avoid this condition, as failure to do so may result in unintended/interrupted insulin delivery. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg's. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
The customer's mother reported that her daughter experienced high bg's (251 - greater than 500mg/dl) with large ketones that required a visit to the emergency room. Multiple correction boluses had been administered over a two-day period, but her bg's remained consistently high. Both a kink and the presence of blood were seen in the cannula, though the pod did not initiate an alarm. The pod will be returned for evaluation.